Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel the armada 18 balloon dilatation catheter was being inflated to 10 bar when a leak at the hub was noted. The device was removed and a different device used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The leak was not confirmed. During testing, the balloon remained inflated with no leak noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.